Event description:
The lead was returned to the manufacturer after being explanted due to no longer being needed. The lead subsequently tested out of specification during manufacturer¿s analysis. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary - the proximal segment of the lead was returned and analyzed and no anomalies were found. We did receive performance data collected from the device and have analyzed the data. A lead integrity alert triggered due to meeting the conditions for abnormal lead impedance and ventricular short interval counts. The maximum ventricular pace for bipolar impedance rises from an approximate baseline of 500 ohms to greater than 4000 ohms the week ending (B)(6) 2013. This device was included in that field action, but returned product testing found the device did not perform as described in the field action. Concomitant products: d314trg implantable cardioverter defibrillator, (B)(6) 2011; 5076-52 implantable tachy lead, (B)(6) 2011. (B)(4).